Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was 107 mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. It was also reported that the customer issues with the keypad on their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer stated that they wish to continue using their insulin pump and will call back if the issues persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. The pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case at the display window corner.